Event description:
User received negative results with visual evidence of leukocytes and/or erythrocytes for 5 to 6 patient urine samples out of a total of 76 samples run on (B) (6) 2009. The following two patient examples provided were discrepant. Urine sample resulted trace for leukocytes. Manual dipstick was performed on the sample showing the same result. Microscopic examination of the same sample showed greater than 100 wbc per hpf. No erroneous results were reported. No patients adversely affected. The field service representative found the drain line was clogged and cleaned and rerouted the drain line to keep line free of clogs. He ensured proper operation by observing the analyzer while running.

Event description:
User received negative results with visual evidence of leukocytes and/or erythrocytes for 5 to 6 patient urine samples out of a total of 76 samples run on (B) (6) 2009. The following two patient examples provided were discrepant. Urine sample resulted negative for leukocytes. Manual dipstick of the sample was performed showing 1 plus. Microscopic examination of the same sample showed 15 to 20 wbc per hpf. Urine sample resulted negative for leukocytes. Manual dipstick of the sample was performed showing 1 plus. Microscopic examination of same sample showed 15 to 20 wbc per hpf. Same urine sample resulted negative for erythrocytes. Manual dipstick was performed on the sample showing 1 plus. A microscopic examination of the same sample showed 5 to 10 rbc per hpf. No erroneous results were reported. No patients adversely affected. The field service representative found the drain line was clogged and cleaned and rerouted the drain line to keep line free of clogs. He ensured proper operation by observing the analyzer while running.